Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Per (B)(4), replaced worn fingers on complete pressure adjusters with tip replacement kit to correct issues. Per (B)(4), added keyboard mask. The unit passed all diagnostic tests, functional tests, and is fully operational. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an acl procedure, the pressure dropped suddenly to 10, shot up to 70 and then the pump stopped. They were able to complete the case with a second pump with no patient consequence. Additional information received by mitek compliant on the phone: the sales rep reported that there were no delays over 30 minutes in the procedure.